Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A complete analysis could not be performed, as the lead was received cut in two pieces. The damage found was sustained during the surgical procedure. Other: na.

Event description:
It was reported that a drop in lead impedance was observed. X-ray showed no signs of lead fracture or insulation damage. It was noted that the patent had fallen recently. Physician suspected subclavian crush due to either the fall or crush damage over time. The lead was capped.